Event description:
The physician crossed the balloon through the lesion but when the physician tried to inflate the balloon, it was noticed that the balloon was not holding the inflation. Then the physician removed the balloon and he tried to inflate in the table and noticed the pin hole in the proximal portion of the balloon. There was no pt injury reported.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.